Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge decreased to an inaccurate fill estimate of 130 units. Reportedly, the cartridge was filled with 404 units of insulin. There was no reported impact to the customer's blood glucose level. In addition, after the delivering 49 units via bolus dosages, the insulin gauge displayed 55 units which the customer alleged was inaccurate. Reportedly, a new cartridge was loaded to address the issue.